Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, the right atrial lead exhibited noise. No intervention was reported. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received noted noise and auto mode switch episodes were observed. The noise was unable to be programmed around. No intervention was reported. The patient was stable.